Event description:
The complainants reported a patient came in with chest pain and cough and was sent to the medical intensive care unit for pneumonia treatment. The patient was hypotensive and had shortness of breath and so the patient was intubated and troponin was increased. The patient was found to have microvascular disease and three stents to the right coronary artery. The patient, decompensated during percutaneous coronary intervention (pci). It was reported that during support, the automated impella controller (aic) had a controller failure error when the pump stopped. The pump stop alarm happened simultaneously as the controller error. The pump was explanted and the aic was removed. Outcome at the end of unit support was noted that the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The root cause was unable to be determine due to the inability to be reproduced in the device analysis.